Event description:
It was reported that a spectrum iq pump overinfused during chemotherapy treatment and "went over time by one hour". This occurred in the pediatric hematology and oncology department. The volume to be infused was 500ml at 333ml/hr. The actual volume delivered was reported to be 605.5ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.